Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer to obtain permission for a dial in session and stated that the user would check with customer and get back, but no response was received. The customer later confirmed that the system was working properly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower after being fixed for an issue with the keyboard, the medstation was no longer allowing restocking or dispensing without a witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.